Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the fenestrated bipolar forceps instrument's wrist was unable to straightened. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was noticed inside the cavity, during the procedure, team checked and did not find anything inside the patient. No fragments fell into the patient. Customer further reiterated that while in the cavity, nothing was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube on the distal end. Small fragments of material were found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed based on failure analysis.